Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited a diagnostic issue. No intervention was performed. The patient was in stable condition.